Manufacturer narrative:
Multiple attempts to gather additional information regarding state of patient and criticality of procedure was requested but further information could not be obtained. There was no allegation of any patient impact, and no other medical intervention was reported. Due to sanctions in place, we are not able to service this site, and the manufacturer believes they will be unable to gather any further information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
It was reported a female patient's pregnancy status required bedside ultrasound assistance due to intrauterine stillbirth; the patient was undergoing an evacuation curettage surgery. After the cx50 ultrasound was moved to the operating room and turned on, an error occurred, resulting in the inability to turn on the device. A replacement ultrasound was immediately used to complete the procedure. There was no allegation of any patient impact, and no other medical intervention was reported. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Event description:
It was reported a female patient's pregnancy status required bedside ultrasound assistance due to intrauterine stillbirth; the patient was undergoing an evacuation curettage surgery. After the cx50 ultrasound was moved to the operating room and turned on, an error occurred, resulting in the inability to turn on the device. A replacement ultrasound was immediately used to complete the procedure. There was no allegation of any patient impact, and no other medical intervention was reported. Philips has started an investigation, and upon completion, a follow up report will be submitted.